Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump screen became unresponsive to touch, preventing device unlock and interaction, and an attempted firmware update could not be initiated due to the unresponsive display. Symptoms included no adverse clinical effects, with blood glucose reported within the normal range. Outcomes included temporary interruption of primary therapy with use of backup therapy. Investigation included device return logistics and planned device evaluation and inspection of the returned device . Investigation of this device revealed a suspected display or touch interface malfunction consistent with a hardware screen issue that impeded user interaction. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the screen assembly or touch subsystem.